Manufacturer narrative:
Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
A patient was implanted with an unknown tibia nail on (B)(6) 2010. Patient complained of pain. X-ray taken on an unknown date showed the reamer head was still in the patient. The nail and the reamer head were removed on (B)(6) 2011.